Event description:
Caller states the patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. The caller states that the patient has clammy, moist hands. The caller was advised that sweat and tissue can dilute the sample. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however, the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.